Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display form the insulin pump. The customer's blood glucose level was 72 mg/dl. The customer stated that he pressed the escape and act button and nothing appeared on the screen. The customer stated that the battery in the pump is an aaa alkaline battery. The customer stated that he was unable to remove the battery cap at the time. The customer was advised to monitor the pump and revert to a backup plan.